Event description:
It was reported that the pump miscalculated boluses. The customer's blood glucose (bg) level was 52 mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support reviewed the calculation and determined the pump functioned as intended. Reportedly the customer was unclear on the insulin on board function of the pump, resulting in over delivery of insulin. Tandem technical support educated the customer on insulin on board amount being reflected on the pump screen. Recommendation was made to consult with healthcare provider regarding diabetes management.